Event description:
It was reported to boston scientific corporation that after a hta procedure two red spots were noted on the cervix and the physician thought they may have been minor burns. No fluid losses were reported and the procedure had commenced normally throughout. The physician did not treat the spots and the patient is fine. This manufacturer report is being created to correct manufacturer report # 3005099803-2008-3513.

Manufacturer narrative:
The lot and serial numbers were not provided by the end user; therefore, the device manufacture date and expiration date cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.